Event description:
The pt reportedly experienced intermittencies and sound quality issues while using his cochlear device. External equipment was exchanged. Programming changes were made. Testing of the pt's device revealed inconsistent lock. The test was discontinued due to pt's discomfort. Surgery to explant the pt's device has been scheduled.